Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00181: head 3025141-2017-00183: stem

Event description:
Following implantation of an arh slide-loc radial head replacement implant, the head/neck assembly dissociated from the stem at some point post op. The implant has not been explanted.